Event description:
It was reported to vyaire medical that the avea 2 ventilator is reading low volumes. The customer confirmed that the respiratory therapist told them it was not delivering the volume that was set. There was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) evaluated the device onsite and found 1 inch of water in the water trap and clumps of patient mucus in the circuit. The original circuit/water trap was disposed and personal test equipment was attached and tested the vent with the previous settings. It could not duplicate the issue. Powered down the unit and tested as new patient for standard checkout procedure. The unit passed est (extended system tests) and runs according to OEM (original equipment manufacturer) specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) evaluated the device onsite and found 1 inch of water in the water trap and clumps of patient mucus in the circuit. The original circuit/water trap was disposed and personal test equipment was attached and tested the vent with the previous settings. It could not duplicate the issue. Powered down the unit and tested as new patient for standard checkout procedure. The unit passed est (extended system tests) and runs according to OEM (original equipment manufacturer) specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea 2 ventilator is reading low volumes. The customer confirmed that the respiratory therapist told them it was not delivering the volume that was set. There was no patient associated with the reported event.